Manufacturer narrative:
Analysis of the returned device shows that during visual analysis, the shape of the balloon and the presence of blood indicate that it has been used and inflated at least one time in surgery. During functional analysis, a leakage was detected in the balloon, because water was spraying from this hole. After further analysis, the leakage was confirmed and come from a very small hole nearby the distal peak of the balloon. Presence of marks around the hole in the balloon, probably due to contact with bone. Based on the information provided, visual and functional analysis, the most probable root cause of the hole in the balloon can be attributed to the contact with bone splinters during surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was noted that both balloons ruptured. No further details are known at this time.